Event description:
Medtronic received information that pump error 54, pump error 53, pump error 42, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer alleged failed battery test alarm, pump error 3 alarm, pump error 42 alarm, pump error 53 alarm, and pump error 54 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these alarms were found: failed battery test alarm on (B)(6) 2022 at 10:35:30, 10:35:54, insert battery alarm on (B)(6) 2022 at 10:36:17, pump error 3 alarm on (B)(6) 2022 at 10:35:27, pump error 42 alarm on (B)(6) 2022 10:35:30 pump error 53 alarm (file #: 2005, line #: 5632) on (B)(6) 2022 at 10:36:17, 10:36:35, pump error 54 alarm (file #: 32122, line #: 1421) on (B)(6) 2022 at 10:35:25. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement. No unexpected failed battery test, insert battery, pump error 3, pump error 42, pump error 53, nor pump error 54 alarms during testing. Customer alleged for failed battery test alarm was confirmed. Customer alleged for pump error 3 alarm was confirmed. Customer alleged for pump error 42 was confirmed. Customer alleged for pump error 53 was confirmed. Customer alleged for pump error 54 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.